Event description:
The customer reported the primary alarm test failed. No patient involvement reported.

Manufacturer narrative:
Additional information received on 3/20/17. The customer returned cpu board was installed in an fi test ventilator. The ventilator was started in normal ventilation and then power cycled every 3 minutes. No errors beyond ¿power restored¿ occurred. No failure was found.